Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 90 mg/dl and the bg meter was reading 52 mg/dl. No patient symptoms were reported. The patient self-treated by taking a glucagon injection. This occurred 45 minutes prior to her calling dexcom to report the cgm inaccuracy. At the time of report, the patient¿s cgm was reading 175 mg/dl and rising. There was no documentation of the patient seeking any additional assistance from a higher level of care. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.